Manufacturer narrative:
Findings: all buttons functioning properly. However, found corroded keypad traces. No button error alarm during testing. Pump received with cracked battery tube thread, cracked reservoir tube lip, and stained end cap sticker noted. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was 130 mg/dl at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.